Manufacturer narrative:
Date of event is an approximate.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) has not been working properly. The patient wants to know about replacement options. No date has been set for surgery. No further information has been reported.